Event description:
It was reported that the prostiva handpiece needles did not retract into the cartridge. The procedure did not appear as a malfunction until the handpiece reached the end of the penis, and it started to catch. The handpiece was taken out and the procedure was completed with a new handpiece. There was some bleeding and hematuria. It was expected that the pt would recover without sequela. Further info is being requested from the hcp.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp. The device is included in the medical device safety alert, prostiva rf model 8929 hand piece needle retraction failure (2008).